Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "keypad is bad buttons 1, 2, 3 keys are working intermittently," which was confirmed and reproduced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had "keypad is bad buttons 1, 2, 3 keys are working intermittently." Any patient involvement, injury or medical intervention is unknown.